Event description:
The customer contacted baxter's technical service center to report smoke on a homechoice (hc) machine during use. The home patient (hp) stated they saw smoke with turning the hc on. The technical service representative (tsr) initiated a swap of the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer contacted baxter's technical service center to report smoke on a homechoice machine during use. The device was returned for evaluation. The device failed rite functional test with received inoperative for no power, and then failed the power up verification step for no power. Smoke was confirmed by visual inspection of burnt components. The assignable cause for smoke was determined to be poor connection at the accomp board header, to power harness interface. The poor connection caused overheating of the ac line pins at the accomp board. This caused smoke, and blowing of the ac line fuses. Following the evaluation, the device was sent to servicing with special instructions to scrap the power entry module, a/c power switch with bezel, accomp board, and power harness. This issue has been escalated to CAPA.